Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. At about 3 days prior, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. According to the owner's booklet, the meter will display the battery icon when there is no longer enough power to perform a test; the battery must be replaced. Three days later at 6:30 am, the patient reportedly experienced the symptoms of dizziness and shaking. The patient administered self-treatment by consuming food and/or a drink. She did ot seek any medical attention. The patient manages her diabetes with humalog insulin and lantus insulin. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.